Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise that led to false atrial tachy response (atr) events. The patient experienced palpitations. This ra lead remains in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).